Event description:
It was reported the patient presented for follow-up in clinic. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) was in back up mode. The ICD was successfully restored. The patient was in stable condition.